Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a mild infection at the device pocket. The infection was managed with antibiotics via the patient's general practitioner. It was also noted that there were several stored events inappropriately identified as atrial fibrillation (af) that were actually the result of premature ventricular contractions (pvcs). No additional adverse patient effects were reported. This system remains in service.